Event description:
It was reported that during an unknown procedure, the physician reported that product haven`t passed the tests. Activation have been failed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Continuous activation the device was returned in good physical condition. The instrument was connected to a gen11 past the pre-run test. While testing the hand activation function, the min hand activation button remained activated (continuous activation) after the button was released. This occurred while compressing the button on the side of the instrument. No conclusion can be reached as to what may have caused the buttons continuous activation.